Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead caused pectoral twitching. The lead also exhibited high capture thresholds and low sensing. The physician elected to explant and replace the lead. No additional information was reported.